Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report a missing sensor wire on (B)(6) 2015. Upon sensor pod removal, patient's mother was unable to locate sensor wire. Patient's mother removed transmitter before removing the sensor. Patient's mother reported patient was experiencing some discomfort. Patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).